Event description:
New onset acute mitral regurg. None present 4/22/96 by physical or echo. Has bovine heart valve implanted 11/25/81. 5/10 transesphohageal echo shows apparent leaflet disruption. 5/14 mvr redo, for leaflet disruption.